Manufacturer narrative:
Follow-up #1 date of submission 12/10/2015. Product analysis: the device was returned and evaluated by product analysis on 12/01/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The total daily dose history was appropriate for the user programmed delivery settings. No damage or moisture was observed to the cartridge compartment or cartridge cap. Leak testing failed to reveal any leaks. The cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, investigation revealed the display screen was discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 515 mg/dl with extreme drowsiness, extreme thirst, excess urination, symptoms of dehydration, and difficulty waking up. It was reported the cartridge cap could not secure properly to the pump; moisture ingress was observed; the reporter stated there was no damage to the cartridge compartment or cartridge cap. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the reported health event was attributed to a pump malfunction.